Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a suspected loss of capture on the right ventricular (rv) lead of an implantable pulse generator, as noted on the presenting electrogram. It was also reported that the rv lead exhibited a high threshold. The right atrial (ra) lead also exhibited high thresholds. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced bradycardia and shortness of breath. The rv lead exhibited intermittent capture, rising thresholds and unstable thresholds. The rv lead was explanted and replaced. The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.